Event description:
The ge oec 9800 fluoroscopy system had a vertical lift failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply, that was replaced to restore functionality. The system was further tested and found to be operation as intended. No negative pt effect was caused by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.